Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer rolled over the pump while working and the touch screen became shattered. Customer is unable to navigate through the pump menu due to the damage. Customer's blood glucose was 186 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.